Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump alarmed helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the pump alarmed helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4). The reported complaint that "blood was found. It was determined that the balloon was damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation awas a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted buckled. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully un-wrapped. Bends to the central lumen were noted at approximately 5.3cm and 27cm. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the blad-der/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute ac-cording to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane from approximately 5.5cm to 5.7cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 18.5cm from the iabc distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 57cm from the iabc luer. Some blood and debris was noted on the guide-wire. A device history record (DHR) review was conducted for the lot number with no relevant find-ings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon was damaged" is confirmed. During the investigation, a punc-ture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the pump alarmed helium leakage. By using a syringe to draw back the helium gas from the pipeline, blood was found. It was determined that the balloon was damaged. Remove the catheter and change new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".